Event description:
During a colonoscopy procedure the image went black. There were no reported injuries to the patient.

Manufacturer narrative:
This scope was originally sold in 2007. The cha wire was loose. No injury to patient.